Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The physician often had difficulties with "the connection between the pump and catheter and some leaks even with the sutureless connection". Additional information has been requested. A follow-up report will be sent if additional information becomes available.